Manufacturer narrative:
The device was not received for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint. A lot history review was performed and did not reveal any other complaints regarding similar events. Imagery was provided of the patient's anatomy. Calcification was present in the leaflets and landing zone. Additionally, calcification could be seen in the patient's access vessels. The IFU and training manuals were reviewed for guidance and instruction on device preparation and usage. During thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment by unlocking the inflation device. Confirm thv position. Begin initial deployment with a slow, controlled inflation. Reposition thv as necessary. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product nonconformances or IFU/training manual deficiencies were identified, no escalation is required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required. The delivery system leakage was unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to the unavailability of the device, no manufacturing non-conformances were identified during the evaluation. A review of DHR and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As reported, 'during initial implant in a moderate calcified landing zone, the valve was not able to be inflated due to a balloon leakage'. Per case notes provided, also mentioned that there was no difficulty when tracking the delivery system through the anatomy. However, it is possible that calcification present in the landing zone as well as the calcification found in patient access vessel could have weakened the balloon material contributing the reported leakage. While the balloons are sufficiently designed and tested for rated of burst pressures well above their inflation pressure, calcified nodules can compromise the, structure of the balloon wall via following mechanisms such as puncture, local, overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) could have contributed to the complaint event. However, due to lack of device and applicable return imagery, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-04014. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
The device was returned for evaluation. During pre-decontamination evaluation, it was observed that the balloon shaft was cut.

Manufacturer narrative:
Corrected h.6 codes. The device was received for evaluation. During visual inspection of the returned device, the atrion device was noted to be filled with blood. The delivery system was received with the guidewire lumen separated from the distal nose tip. The distal end of the delivery system, including the inflation balloon and crimped valve, were returned stuck inside the delaminated sheath liner. The valve was partially aligned over the inflation balloon. The c-marker band dislodged from the sheath and attached to the crimped valve. The crimp balloon was torn proximal to the I/c bond, the proximal balloon wings were flared out. Severe compression was noted on the flex shaft and the flex tip/flex shaft. Flex tip gouges were present. Due to the nature of the complaint, no functional testing was able to be performed. Double wall thickness of the crimp balloon was taken. An out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. All measurements were within specifications. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint. A lot history review was performed and did not reveal any other complaints regarding similar events. Imagery was provided of the patient's anatomy. Calcification was present in the leaflets and landing zone. Additionally, calcification could be seen in the patient's access vessels. The IFU and training manuals were reviewed for guidance and instruction on device preparation and usage. During thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment by unlocking the inflation device. Confirm thv position. Begin initial deployment with a slow, controlled inflation. Reposition thv as necessary. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment (pra). No product non-conformance was identified during the product evaluation and the occurrence rate did not exceed control limits. In this case, the material separation occurred during valve alignment due to patient/procedural factors resulting in difficulty inflating the balloon. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The balloon tear was confirmed based on visual inspection of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a pra. As identified in the pra, high alignment forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces include performing valve alignment in tortuous vasculature. Performing valve alignment in a non-straight section of the aorta can cause valve diving where part of the crimped valve is unseated and 'dive' into the flex tip lumen, as evidenced by the flex tip gouges. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon material. It was unknown whether valve alignment difficulty was experienced during the procedure. However, procedural cine review and product evaluation revealed that valve was partially aligned on the balloon prior to deployment. This indicates the crimp balloon may have been torn as a result of the attempt to achieve final alignment position while the system was under a high alignment force with tension built up. Additionally, severe compression observed on the flex shaft and flex tip/flex shaft joint are indicatives of increased forces and tension build up experienced during the alignment. As the balloon was torn, balloon wings were exposed and more susceptible to catch on the sheath distal tip during device retrieval. Balloon wings fared out and bent backwards indicated that additional force was used to pull the ds/valve into the sheath which could lead to the guidewire separating from the distal nose tip. Due to the insufficient information provided, a definitive root cause is unable to be determined at this time. However, based on the available information, it is possible that procedural factors (high alignment forces, built-up tension) could have contributed to the complaint event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case, during initial implant of the 26mm s3u valve in a moderately calcified landing zone, the valve was not able to be inflated due to a leakage in the balloon. The valve was able to be pulled back in the sheath and out of the patient without injuries. A new valve was used to complete the case and during that valve deployment the balloon burst after the valve was fully expanded with a successful outcome for the patient.